Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. Stryker replaced the device's ui pcb to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.stryker product assessment center (pac) further evaluated the returned pcb. Pac technician determined root cause to be a cracked and shorted capacitor c181 on the ui pcba.

Event description:
Customer reported that the device was booting up with a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement in this event.